Event description:
Device issue: detachment of radiopaque tip. Time of device issue: during the procedure. Adverse event: none. It was reported that during a right internal carotid artery stenting procedure, after stent deployment, the radiopaque tip of the stent delivery system detached, but remained on the guide wire. There was no resistance felt during delivery system removal. There was no adverse pt sequela reported. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). The device has been rec'd. The investigation is not yet completed.